Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Consumer states the front right suspension fork is not rotating when he changes directions.